Manufacturer narrative:
The impella device was not returned for evaluation. Upon conclusion of the investigation, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient presenting for aortic valve and mitral valve replacement was implanted with an impella cp pump for mechanical circulatory support. Following pump and ECMO placement, the patient lost pulsatility down their impella leg. Attempts at reperfusion were unsuccessful and diffuse/extensive thrombus formation was discovered down the leg. A thrombectomy was recommended, however the patient's family declined due to the patient's overall poor prognosis. The decision was eventually made by the patient's family to withdraw care and permission was given to harvest organs. It can not be definitively denied that the conditions may have contributed to the patient's passing.

Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and thrombus could not be determined as the device was not returned nor sufficient clinical details. Corrections to the initial MFR report: d4 updated model number f6/f8 should have been left blank.